Event description:
It was reported that the patient experienced a shocking or jolting sensation from the implantable neurostimulator (ins) while lying down on two occasions. There were no other patient symptoms reported at the time. The patient was asked to return at the healthcare provider¿s office for an impedance check. It was later reported that the patient was very happy with therapy. The plan at the time was to have an x-ray of the ins done on (B)(6) 2013 to check for positioning of the ins and lead. Impedance measurements were also scheduled for that day. Impedance measurements done on the scheduled date showed all impedances were within range. No x-rays were however taken. The patient had reportedly increased amplitude from 0.9v to 2.7v per advice from her consultant following initial programming as she did not feel it was ¿working properly¿. When it was inquired why the patient felt it wasn¿t working as well as the trial, it was indicated that the reason was because the patient had had two accidents since being implanted two months prior to the report. It was however noted that, prior to implant, the patient experienced at least one accident a day. The patient had subsequently given another program to try in addition to the current program to see if she could achieve better symptom control.

Manufacturer narrative:
(B)(4).